Manufacturer narrative:
It is unknown if the device will be returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
The event occurred on an unspecified date and involved a plum 360 infusion pump, where it was reported the bag emptied early. The pump showed a reading of 600-645 ml infused, but the bag of total parenteral nutrition (tpn) was already empty, the infusion started with 1000 ml. The device was updated with new software and unknown if this is related to this error. The issue was resolved when another pump was used. There was patient involvement, however no report of patient harm.

Manufacturer narrative:
The device was received for evaluation on 9/26/2022. The event alarm log history was downloaded and sent to research and development (r&d) for analysis. Equipment used. Saline bag lot # 5604784, primary plum set list # 14679-28 lot # 5151926, secondary plum set list # 14230-28, lot # 5841433. Device passed all pvt tests most notably the volume accuracy test results are 20.37 ml (acceptance range 19 ml ¿ 21 ml). Volume accuracy of 98.18 %. Programmed perceived customer protocol of rate = 200 per tsm and volume to be infused (vtbi) of 1000 ml (customer reported amount). Saline bag has approximately 1,500 ml of fluid in when test started. Results of perceived protocol are volume infused = 1,009.89 ml. Volume accuracy of 99.02 %. Could not confirm customer¿s complaint of the device performing an inaccurate over delivery. Probable cause was not found.

Event description:
Additional information received from the customer stating there was no delay in therapy and no medical intervention needed. There was no change in patient status. The infusion set up was total parenteral nutrition (tpn) on the primary line and lipids infusing on the secondary line. The bags were empty when the issue was noted when it was expected to have at least 50ml left due to there being at least 50ml of over fill in the tpn bag. The issue has not been resolved and the pump has been sequestered.

Manufacturer narrative:
The device has been received for evaluation, however investigation is still pending. Additional information in b5, d9, d10, and h3. D9: date returned to manufacturer 9/26/2022.